Manufacturer narrative:
This MDR was a duplicate of event/device information submitted under 1213643-2019-06953. Please see MDR 1213643-2019-01498 for event/device details. Updated fields: g7, h2, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This MDR 1213643-2019-06953 represents a duplicate submission. Please see MDR 1213643-2019-01498 for event/device details.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix e/x (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol sepramesh ip device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint no.: (B)(4). It is alleged by the patient's attorney that on (B)(6) 2006 and (B)(6) 2006, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1 and device #2). It is alleged that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the patient is only making a claim for an adverse patient outcome against the two (2) composix e/x (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Note: this short form is associated with master long form complaint in coordination no. (B)(4), master docket no. (B)(4) which alleges adverse patient outcomes associated with the use of mesh. Addendum per legal complaint: attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1 and device #2) on (B)(6) 2006 and (B)(6) 2006. It is alleged by the patients attorney that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2009. It is also alleged by patient attorney that on (B)(6) 2007, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the two (2) composix e/x (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."